Event description:
The lay user/patient's husband contacted lifescan in 2008 and alleged that the patient's one touch ultra meter was displaying the apply sample message. The medical affairs specialist was unable to reach the reporter or the patient after several attempts via phone. A letter was sent to the address provided. The husband reported that the alleged issue first occurred on the same day at 10:25 pm. He also mentioned that after the reported issue began, the patient developed symptoms of being sweaty. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. She was also not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the test strip was also drawing the sample into the test area. However, the issue was not resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the reporter claimed that the patient experienced a symptom suggestive of hypoglycemia after the alleged issue began. The patient did not receive any medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.